Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in didn't retract resulting in a needlestick. The following information was provided by the initial reporter: upon cannulation cannula did not fully retract into plastic housing after initiating needle safety. 01-mar-2024 additional information received: the contact has let me know that a staff member received a needle stick injury as a result of this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received from customer confirming that the needle had been used and the affected staff member will require monitoring. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd insyte autoguard didn't fully retract the needle resulting in an accidental needlestick. The following information was provided by the initial reporter: upon cannulation cannula did not fully retract into plastic housing after initiating needle safety. 01-mar-2024 additional information received: the contact has let me know that a staff member received a needle stick injury as a result of this incident. Additional information received 3/28/2024: 1. Yes needle had been used on patient. 2. Unknown if patient had communicable disease. 3. First aid administered at time and patient will undergo health monitoring/screening. 4. Customer was not willing to give further information (with respect to adverse events).

Manufacturer narrative:
Investigation results: the complaint that the needle did not fully retract into the plastic housing was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation. One photo showed the needle partially retracted within the shield (grip/barrel). The needle remained partially extended. The barrel appeared to be cracked, which likely indicated that the space for passage of the needle hub was restricted. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing, storage, or use of the device. No other similar complaints were reported from this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion(s): the complaint of ¿needle shielding failure' was confirmed. Probable root cause conclusion(s): undetermined.

Event description:
No additional information.